Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 4.2, lab: 2.6, mean: 3.5, confidence limits: 2.0-5.0. Date: eight days later, inratio: 1.3, lab: 1.3, mean: 1.3, confidence limits: 1.1-1.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Per update on the same day follow up, "other pt came in and lab was done, but they did not know how to change strip code. They used their original strips and the inr was same as the lab. It was 1.3 on both. They are satisfied at this time."

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007. Inratio: 4.2. Lab: 2.6. Date: the following month. Inratio: 1.3. Lab: 1.3.